Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an occlusion alarm occurred to a smiths medical cadd-prizm® vip system. There were no reported adverse effects.